Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a replacement lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Additional data: h6: type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Corrected data: b5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated with a low vault. In a separate visit the lens was repositioned. Lens rotated again. At a later visit the lens was explanted. On the same day separate surgery the lens was replaced with the longer length lens and the problem was resolved. The cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Claim# (B)(4).